Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and pregnancy with contraceptive device ('pregnancy with contraceptive device') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo this test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia(painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea(cramping)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), rash ("rash"), skin disorder ("skin condition"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), nausea ("nausea") and gastrointestinal disorder ("gi conditions"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, pregnancy with contraceptive device, dyspareunia, dysmenorrhoea, menorrhagia, blood disorder, cardiac disorder, rash, skin disorder, vaginal infection, fatigue, weight increased, alopecia, tooth disorder, nausea, hormone level abnormal and gastrointestinal disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hormone level abnormal, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, tooth disorder, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for-dyspareunia, dysmenorrhea, pelvic pain, abdominal pain, menorrhagia, blood disorder, heart disorder, vaginal infection, fatigue, weight gain, hair loss, dental problems, nausea, hormonal changes and gi condition. Essure removal date provided as (B)(6) 2007. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received- previously reported event "injury to herself" updated to "pelvic pain female", events- "abdominal pain, pregnancy with contraceptive device, device ineffective, dyspareunia(painful sexual intercourse), dysmenorrhea(cramping), menorrhagia(heavy menstrual bleeding), blood disorder, heart disorder, rash, skin condition, vaginal infection, fatigue, weight gain, hair loss, dental problems, nausea, hormonal changes, gi conditions and she did not undergo this test", reporter and patient demography added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.